Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited low pacing impedance. Lead revision was discussed, no changes or interventions were reported. The patient condition was not known.